Manufacturer narrative:
Batch review performed on 09 january 2019: lot 162116: (B)(4) items manufactured and released on 22-jun-2016. Expiration date: 2021-05-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 we were informed that a patient came in due to instability caused by a loose stem 2 years and 1 month after the primary. On the next day the surgeon revised the stem and head with another company's product and the surgery was completed successfully.